Event description:
Report 3 of 3 received of sets causing cassette alarms. The customer reported the administration sets caused the pump to produce cassette alarms during a routine infusion of IV fluids. It was reported that the pump suddenly stopped infusing, sounded an alarm tone, and displayed "cassette." The customer removed the set from the pump and confirmed that it would flow by gravity. The event recurred after the clinician reinserted the set into the pump and attempted to restart the infusion. The customer reportedly tried four different pumps and three sets of the reported lot; all generated the "cassette" alarm. The customer changed to a set of a different lot number and the infusion was successfully resumed. The infusion was delayed due to the persistent alarm condition; however, there were no reported adverse pt effects and no medical interventions were required. Though requested, no additional information was provided.